Event description:
Procedure: esophagectomy. According to the reporter: a piece of the instrument broke off into the patient. The original verbal report received from the staff was that the surgeon retrieved the broken piece. However, it was confirmed during a meeting with the surgeon that he never retrieved the piece. Patient's details will not be released from the user facility. There was no injury reported.